Manufacturer narrative:
(B)(4). Product evaluation pending the return of the device.

Event description:
The user is questioning the functionality of the device during deployment. The patient was not resuscitated.